Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm found that the iabp's error logs had 111 and 112; the stm replaced the executive processor board per manual recommendation. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during use on a patient, the cardisoave intra-aortic balloon pump (iabp) shutdown. There was no harm or injury to patient and no adverse event was reported.